Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial treatment with zobactin (250mg, ip, twice daily), vancomycin (1gm loading dose) and fortum (250mg, ip, in each bag). The event of peritonitis was resolving and the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing as were remedial treatments with zobactin and fortum. The nurse reported the event of peritonitis was not related to dianeal pd2 ultrabag therapy.